Event description:
A product experience report was received on (B)(4) 2012, with an allegation that the patient developed an allergic reaction/infection approximately (B)(6) months after the original surgery. The customer reported that this matryx interference screw 10mm x 38mm was used during an acl reconstruction of a (B)(6), male patient on (B)(6) 2010. The first symptom of this reported adverse event appeared on (B)(6) 2011, with pressure pain in the area of the medial drilling channel. At that time, the surgeon used conservative therapy and prescribed a bandage and arcoxia for the patient. On (B)(6) 2011, the surgeon decided to perform a second surgery with excision of the scar tibial and portrayal of the biocomposit screw, which was then removed. Small residues are still contained. Freshening of the situation and removal of a small pseudo-bursa and smear from this area. Suture of the thigh fascia following insertion of a redon drainage with extra-vulnar discharge. Subcutaneous suture, all with safil was used and sterile bandage applied. The report further indicated that the patient was transferred to another facility for pathogenic germs examination and culture findings. Microscopic findings indicated that there were no germs and culture findings stated there was no growth of micro-organisms. No latest patient information provided.

Manufacturer narrative:
This device is not expected for evaluation, as the screw was discarded at the user facility after the removal on (B)(6) 2011. A review of the device history record shows this device was manufactured on september 14, 2009, in a lot of 95 units with no noted discrepancies during sterilization process that could have caused or contributed to the reported infection. Further review of the complaint files shows no other similar complaints of "infection" received for this item and lot number combination. No additional units of this lot # were available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device showed 4 other reports of allergic reaction/infection received from the same surgeon/facility. (MFR. Report #9613278-2012-00006, 9613278-2012-00007, #9613278-2012-00008, #9613278-2012-00009, and #9613278-2012-00010. The IFU lists infections, both deep and superficial and allergic reactions under adverse events. The matryx interference screw is intended for use in interference fixation of bone-patellar tendon-bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. The matryx interference screw should be used in combination with appropriate immobilization/controlled mobilization. The product IFU provides the following information: precautions and warnings: detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Contraindications: -foreign body sensitivity to the implant material. Where the material is suspected a test should be made prior to implantation to rule out sensitivity. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Adverse effects: in addition to the potential adverse effects associated with all surgical procedures, such as infections, both deep and superficial, allergic and other responses to anaesthetic agents and device materials, intra-articular replacement and internal repair using the matryx interference screw (as for other similar fixation devices) may be associated with transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness. Product was discarded at user facility.